Event description:
The reporter stated the lens caught in the injector. When the lens was advancing the optic felt "tight." It became stuck in the cartridge and the injector pulled the trailing haptic off. There was no pt contact or injury. The reporter stated the cause of the lens damage was the injector.